Manufacturer narrative:
The instrument has been investigated. The field engineer (fse) evaluated the instrument and installed mod a7 (version 6.7s firmware) and performed dispenser and wash alignments as a precation to resolve problem. The instrument was inspected, tested without further problem, and returned to svc.